Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise, oversensing, and inappropriate shocks. Myopotential noise/oversensing was reproduced with isometrics in all sensing vectors. Tachycardia therapy was programmed off until the revision procedure in the future. It was noted that the patient had significant weight gain. Technical services (ts) discussed troubleshooting and programming options to consider. No additional adverse patient effects were reported. The device system remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise, oversensing, and inappropriate shocks. Myopotential noise/oversensing was reproduced with isometrics in all sensing vectors. Tachycardia therapy was programmed off until the revision procedure in the future. It was noted that the patient had significant weight gain. Technical services (ts) discussed troubleshooting and programming options to consider. No additional adverse patient effects were reported. The device system remains in service. Additional information was received which reported that this s-ICD system was explanted and replaced due to these issues. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise, oversensing, and inappropriate shocks. Myopotential noise/oversensing was reproduced with isometrics in all sensing vectors. Tachycardia therapy was programmed off until the revision procedure in the future. It was noted that the patient had significant weight gain. Technical services (ts) discussed troubleshooting and programming options to consider. No additional adverse patient effects were reported. The device system remains in service. Additional information was received which reported that this s-ICD system was explanted and replaced due to these issues. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.